Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery has been depleting quickly for the past few weeks. Reportedly, the pump has shut off due to the battery depletion issue. Customer declined to test their blood glucose (bg) level but stated they felt they were impacted. A bolus was delivered to address bg level. Pump data review by tandem technical support was unable to confirm the pump battery was depleting quickly.